Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated from her fallopian tube and become embedded become embedded in her bowel wall / right tube coils were seen in cul de sac and part of it was in peritoneum"), device expulsion ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/left side coil was in uterine serosa,"), embedded device ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/right tube coils were seen in cul de sac and part of it was in peritoneum"), fallopian tube perforation ("perforation of fallopian tube"), uterine spasm ("uterine spasms") and uterine perforation ("perforation (uterus)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included anovlar (microgestin) from (B)(6)2014 to (B)(6)2015 for abdominal cramps. In 2012, the patient had essure inserted. In 2012, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), the first episode of dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), abdominal pain lower ("cramping") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ondansetron (zofran), antidepressants, surgery (bilateral salpingectomy to remove the essure device), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, fallopian tube perforation, uterine spasm, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, weight increased, depression and uterine perforation outcome was unknown and the pelvic pain, dyspareunia, back pain, the last episode of dysmenorrhoea, migraine, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, device expulsion, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, uterine spasm, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: reporters details added. Event added as perforation (uterus). Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("right essure coil had migrated from her fallopian tube and become embedded become embedded in her bowel wall / right tube coils were seen in cul de sac and part of it was in peritoneum"), device expulsion ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/left side coil was in uterine serosa,"), embedded device ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/right tube coils were seen in cul de sac and part of it was in peritoneum"), fallopian tube perforation ("perforation of fallopian tube") and uterine spasm ("uterine spasms") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included anovlar (microgestin) from (B)(6) 2015 for abdominal cramps. In 2012, the patient had essure inserted. In 2012, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), the first episode of dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), abdominal pain lower ("cramping"), social anxiety disorder ("social anxiety disorder") and post-traumatic stress disorder ("post-traumatic stress disorder"). The patient was treated with antibiotics, ondansetron (zofran), antidepressants, surgery (hysterectomy in (B)(6) 2014, laparoscopic bilateral salpingectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, device expulsion, embedded device, fallopian tube perforation, uterine spasm, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, weight increased, depression, social anxiety disorder and post-traumatic stress disorder outcome was unknown and the pelvic pain, dyspareunia, back pain, the last episode of dysmenorrhoea, migraine, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, device expulsion, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, social anxiety disorder, urinary tract infection, uterine perforation, uterine spasm, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received: new events social anxiety disorder, post-traumatic stress disorder were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated from her fallopian tube and become embedded become embedded in her bowel wall / right tube coils were seen in cul de sac and part of it was in peritoneum"), device expulsion ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/left side coil was in uterine serosa,"), embedded device ("left essure coil had migrated from her fallopian tube and become embedded in her uterus/right tube coils were seen in cul de sac and part of it was in peritoneum"), fallopian tube perforation ("perforation of fallopian tube") and uterine spasm ("uterine spasms") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included anovlar (microgestin) from (B)(6)2014 to (B)(6)2015 for abdominal cramps. In 2012, the patient had essure inserted. In 2012, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), the first episode of dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy in dec 2014). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device expulsion, embedded device, fallopian tube perforation, uterine spasm, abdominal pain, vaginal haemorrhage, back pain, menorrhagia, urinary tract infection, headache, nausea, weight increased and depression outcome was unknown and the pelvic pain, dyspareunia, the last episode of dysmenorrhoea, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, device expulsion, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine spasm, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporter information and patient demographics added. Lab data, product indication added. Events- menorrhagia, dysmenorrhea, urinary tract infection, migraines, headaches, nausea, perforation of fallopian tube, weight gain, uterine spasms, depression and cramping were added. On (B)(6)2018: new reporters added. Reporter information updated. Case medically confirmed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated from her fallopian tube and become embedded in her bowel wall"), device expulsion ("left essure coil had migrated from her fallopian tube and become embedded in her uterus") and embedded device ("left essure coil had migrated from her fallopian tube and become embedded in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.